Manufacturer narrative:
Additional information was received that the patients ipg was replaced per physicians request due to charging issues. No device malfunction was suspected. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.